Manufacturer narrative:
The following functional tests and communication were performed: a philips remote service engineer (rse) spoked with the customer who stated that the mx800 monitor failed to provide an audible alarm on march 31, 2025, between 2:50 am and 3 am. Both the rse and the customer were able confirm that both the monitor and central station both alarmed as they should. The rse and customer were not able to replicate the issue. The rse reviewed the logs which showed the device was alarming and sound was audible when they tested it. The rse provided the customer a quote to send for service and to rebuild the system. The customer declined. Based on the information available and the testing conducted, the cause of the reported problem could not be replicated. The device was confirmed to be operating per specifications. It was confirmed that the device was operating per specification, however the customer declined the quote to have the device further serviced at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the intellivue mx800 patient monitor was not giving audible alarm. It is unknown if the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.